Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00082. The same patient is represented in each medwatch.

Manufacturer narrative:
It ws reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a colpopexy, anal sphincteroplasty and cystoscopy. Following insertion, the patient experienced fever, back pain, depression and anxiety. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh removal surgery on (B)(6) 2012 due to mesh erosion, tightness of mesh, infections, vaginal bleeding, rectal bleeding, painful sexual intercourse, pelvic pain, vaginal pain, increased incontinence, development of a fistula, difficulty urinating, and the need for multiple procedures, tests, medications and medical intervention. (B)(4). Dyspareunia.